Manufacturer narrative:
The reported complaint of difficulty untightening v-setscrew to remove the lead was confirmed. Visual inspection identified dried blood inside the rv screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, a torque wrench could not be inserted into the pacemaker's right ventricular port. It was revealed that a small piece of metal was inside of the set screw. After the metal was removed, the pacemaker and lead were successfully explanted and replaced. The patient had no consequences.